Manufacturer narrative:
The insulin pump alarmed button error and it had no esc and act button response due to corroded keypad traces. The device also had minor scratches on the display window, broken reservoir tube lip, missing the black o ring/seal on reservoir tube, and broken battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, was sitting under a seat belt. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.